Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the elevated bg the customer applied a correction bolus via the pump and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge, after which insulin therapy was resumed.